Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that during transplant and explant of the pump, it was noted that the outflow bend relief was disconnected and there was a "right-thrombus in the inflow before the pre-clotted graft".

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. The situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.